Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR for report number 3004753838-2018-140524 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-140531.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.